Event description:
It was reported that balloon rupture occurred. A 5.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at below the rated burst pressure (rbp). The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. A 5.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at below the rated burst pressure (rbp). The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure. It was further reported that the target lesion, with 90% stenosis, was located in the severely calcified and non-tortuous right posterior atrioventricular segment.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.